Event description:
Surgeon deployed device hook up for jugular retrieval. Device is not intended for jugular retrieval. Device embolized to right ventricle. Pt required open heart surgery to retrieve device and repair tricuspid valve.